Event description:
The hospital reported that during an endoscopic vein harvesting procedure. The vasoview hemopro 2 would not burn. They tried burning on a wet lap. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for lots 25097426, 25097536 and 25099241 which were shipped to the account prior to the aware date. There was no nonconformance recorded related to the complaint defect the lot history. (B)(4).